Event description:
It was reported that this patient has had a history of inappropriate shocks with previous sicd devices. The patient has received an additional inappropriate shock due to t-wave oversensing. During system evaluation there was also noisy signals in all sensing vectors. The system remains in service. No adverse events.